Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio pro meter is giving inaccurate high reading 40 mg/dl higher compared a lab reading. This complaint is classified according to the documentation of the customer care advocate. The patient could not provide any numeric readings for the reported meter to lab comparison. There was no report of any symptoms or medical treatment at to the time of concern. This complaint is being reported due to the alleged inaccurate high issue. There was no evidence that there was a serious injury as there was no report of symptoms or medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.